Event description:
Doctor reported event of erosion, which included ¿¿ intragastric migration of the band¿, from journal article: ¿long-term results of adjustable gastric banding in a cohort of 186 super-obese pts with a bmi> 50kg/m2¿, journal of visceral surgery doi: 10.1016/jviscsurg.2012.01.007. This medwatch represents the 6 pts listed in table 1 of the article who were diagnosed with erosion, which included ¿... Intragastric migration of the band.¿

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion and displacement are surgical. Physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of erosion as follows: ¿as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract.¿ ¿over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation.¿ ¿there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extension dissection or use of electrocautery, and during early experience.¿ use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience.¿ device labeling addresses the reported event of displacement as follows: warning: ¿failure to secure the band properly may result in it subsequent displacement and necessitate re-operation.¿